Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that an error occurred with the device was confirmed. An initial acceptance evaluation revealed that the handpiece cord was broken. During further evaluation, it was found that there was a short circuit in the motor cable and that the resistance values of the keypad of the hand control set was out of range. The motor cable and the handcontrol set were replaced and the device was repaired, tested and found to be fully functional. The shorted cable and the defective hand control set would have caused the complaint reported by the customer. The broken cable is most likely a result of user mishandling of the device. A manufacturing record evaluation was performed for the finished device (serial number : 1719m3060r), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device displayed an unspecified error code. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no procedure involved. There were no adverse patient consequences reported. No additional information was provided.